Manufacturer narrative:
The device was received by a field technician who performed functional testing, which did not identify any issues related to the customer reported condition. Flow rate accuracy testing was performed three times and twice it delivered within 5% and once within 10% which are all acceptable values. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flowrate accuracy during preventative maintenance (pm) testing in the biomedical service department. The expected and actual infusion time, volume and flow rate were failed flowrate accuracy test 2 times above 21ml. There was no patient involvement. No additional information is available.